Manufacturer narrative:
(B)(4) - (extend, failure to), of device/material. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a follow-up ercp (endoscopic retrograde cholangiopancreatography) and stent removal procedure performed on (B)(6), 2009. According to the complainant, the snare would not extend. The physician decided to continue the procedure with this snare, cutting off approximately 10 centimeters from the distal end of the catheter. This allowed the snare to extend beyond the catheter sheath. And attempt was then made to grab the stent with the snare, however, the device failed to extend or retract. The site further established that the catheter appeared to not properly connected to the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.